Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Block d2b: additional pro codes nhl, pjs.

Event description:
It was reported that the patients deep brain stimulation (dbs) had their implantable pulse generator (ipg) energy output was at 2.7 and were concerned of the battery life span. The patient underwent a procedure where the primary cell ipg was replaced with a rechargeable ipg. The patient did well post-operatively. A database analysis was not performed prior to revision to determine any issues with the ipg.